Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device a service required alarm condition was observed indicating a failure of the device's oxygen blending module board. The device's oxygen blending module board was replaced to address the issue. Additionally, the following components were replaced per preventive maintenance protocol: the internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, micron filter and trilogy o2 pm kit. The device was cleaned and tested and passed all final testing.